Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac tamponade. During a pulse field ablation (pfa) procedure a farawave catheter was used. During pre-mapping with the catheter, a cardiac tamponade occurred. It also occurred during mapping near the right inferior pulmonary vein (ripv). Pericardiocentesis was performed and the patient returned to the ward. The procedure was cancelled due to the complication. The patient's hospitalization was extended due to the complication. The patient was noted to be in good condition with a discharge date scheduled. The device is not expected to be returned for analysis due to disposal.